Manufacturer narrative:
Additional information: no further patient updates are expected for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient has a wound developing in a varicosity outside of the venaseal treated area. Under ultrasound it was confirmed that there was no glue in the area around the varicosity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: five photographic images, from different office visits were received for evaluation. The first image is of the patient¿s lower limb near the knee a mild amount of redness is visible. The second and third images are of the patient¿s calf with a greater degree of redness visible than the first image. Images four and five maybe duplicates of each other and show an abscess on the patient¿s lower limb near the knee. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, physician used venaseal occluding device to treat the patient's great saphenous vein (gsv). Seven days post procedure, patient suffered redness on the skin on the treated leg. Physician noticed redness on the skin around the pits lower leg and treated the patients other leg with venaseal. Patient was then treated with 50mg of benadryl before the case, also prescribed a regimen of steroids to be taken after the procedure.